Event description:
It was reported that the gem v/nv 20dp ps ckv 3ss dehp free experienced underinfusion. The following information was provided by the initial reporter: material no: 11522558, batch no: invalid lot provided ((01)10885403232305). It was reported that the patient did not receive the volume of their infusion that remained in the tubing. Verbatim: unfortunately I do not have the packaging. However both incidents occurred around the same time today so I think there is a high likelihood that it was the same lot number. Can you advise what day this occurred? Today, (B)(6) 2021. Was there patient harm? No immediate harm to patient but patient did not receive the volume of their infusion remaining in the tubing. Any additional information would be greatly appreciated. Infusing pamidronate.

Manufacturer narrative:
H6: investigation summary: one sample (model #11522558) was returned from the customer. It was reported that there was a remaining iron infusion that had to be pulled out with a syringe. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with saline, and then infused with the pump dchu-0010 and pump module dchu-0016 at 125 ml/hr for 1 hour. The saline was flowed into an empty beaker. After 1 hour there was about 125 m/l of saline in the beaker. Fluid was flowing normally. The failure was unable to be replicated, and the complaint could not be verified. A device history record review could not be performed on model 11522558 because an invalid lot number was provided by the customer. A root cause was unable to be determined because the failure was unable to be replicated.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem v/nv 20dp ps ckv 3ss dehp free experienced underinfusion. The following information was provided by the initial reporter: material no: 11522558, batch no: invalid lot provided ( (B)(4)). It was reported that the patient did not receive the volume of their infusion that remained in the tubing. Verbatim: unfortunately I do not have the packaging. However both incidents occurred around the same time today so I think there is a high likelihood that it was the same lot number. Can you advise what day this occurred? Today, (B)(6) 2021. Was there patient harm? No immediate harm to patient but patient did not receive the volume of their infusion remaining in the tubing. Any additional information would be greatly appreciated. Infusing pamidronate.